Event description:
It was reported that an 8015 pcu was affected by keypad recall with keypad malfunctioning and the unit would not turn on. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device.